Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to contact technical support again if the malfunction code reappears, and they acknowledged and understood the instructions.